Event description:
Customer reported issues with the insulin pump. Customer states that she cannot put the reservoir in because there is a bubble in the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. All of the reservoirs were pre filled and tested; no air bubbles were noted during testing. No defects were found on the o-rings.